Event description:
During device replacement due to normal eri, externalized conductors were observed. No electrical anomalies were present. Patient was asymptomatic. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.